Event description:
Positive germ test results after twoit was reported that, during reprocessing, the colonovideoscope tested positive for 6 colony forming units (cfus) of enterococcus casseliflavus and 26 cfus of cellusosimicrobium cellulans. The device was retested on (B)(6) 2025, and it tested positive for 2 cfus of staphylococcus capitis and 106 cfus of cellusosimicrobium cellulans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. Samples, despite repeated cleaning

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Updated fields: d8, h6, h11. Olympus provided the following result of the culture test, performed at the third-party labs. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: 1, bacterial identification: staphylococcus warneri. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 1, bacterial identification: bacillus species. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 19, bacterial identification: staphylococcus pasteuri, others. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: >80, bacterial identification: staphylococcus capitis, staphylococcus pasteuri. Sampling date: (B)(6) 2026, sampling from: air/water channel, cfu: <1, bacterial identification: none. Sampling date: (B)(6) 2026, sampling from: auxiliary channel, cfu: 1, bacterial identification: micrococci. Sampling date: (B)(6) 2026, sampling from: instrument channel, cfu: 2, bacterial identification: peribacillus sp. Sampling date: (B)(6) 2026, sampling from: suction channel, cfu: 5, bacterial identification: psychrobacillus sp. The service history of this device was reviewed, and it was discovered that there was a repair on september 16, 2025. The review of the previous repair did not reveal failures that could be the cause of the reported contamination. In addition, the following reportable malfunctions were identified: light guide lens had corrosion. Based on the results of the investigation, the reported event could not be confirmed, and a root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use before repair, the results conformed to the regulation's recommendation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.